Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving saline (did not ask ml/ml at did not ask ml/day) via an implantable pump for unknown indications for use. It was reported that the patient stated this morning they had to go to the healthcare providers (hcp) office and had the staples removed from surgery. This morning the pump started doing the critical alarm. The hcp said the code showed there was a pump stall.  The patient mentioned they had 3 CT scans last week and that did not stop the pump. The patient stated that since implant they have had no drug in the pump, just saline. Troubleshooting was not required. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.  The patient stated they will call the hcp back about turning off the alarm and stated they have an upcoming appointment.  No patient symptoms or complications were reported.  Additional information was received that the patient had a CT not MRI last week, the hcp's office called to report the stall and trouble shoot pump.  Pump logs were pulled and showed a stall.  The patient's weight and medical history was asked but will not be made available.  The patient was alive with no injury at the time of this report.